Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message after filling the cartridge with 40 units of insulin. Reportedly, the customer's blood glucose level was 352 mg/dl, which would be addressed with a correction bolus. The customer filled the cartridge 110 units of insulin and successfully completed the load process and resumed insulin.